Manufacturer narrative:
Customer cancelled service request.

Event description:
It was reported that a customer needed assistance repairing a bed due to phantom motion. The customer cancelled their request for service and did not provide the model and serial number of the bed. There was no report of patient involvement or adverse consequences.